Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings due to a device ¿battery physical defect¿. As a result, the customer experienced sweating and convulsions, requiring third-party treatment of a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. The reader was visually inspected and damaged usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was de-cased and further investigation was performed. Issue is not confirmed to use due to damaged usb port. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings due to a device ¿battery physical defect¿. As a result, the customer experienced sweating and convulsions, requiring third-party treatment of a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.